Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from a consumer (age and gender unspecified) reporting on self from (B)(6). The consumer had a known latex allergy. The concomitant medications were not reported. On an unspecified date, the consumer started using reach toothbrush (route dental, lot number and expiration date unspecified) with unspecified toothpaste (route dental, lot number and expiration date unspecified) both for dental cleaning. A few seconds after brushing, the consumer developed swelling of lower lip and cheeks, throat constriction, difficulty breathing and difficulty in swallowing. The consumer took an unspecified tablet for swelling but continued to have difficulty in swallowing even after twelve hours of taking medication. The action taken with reach toothbrush and unspecified toothpaste was unknown. The outcome of lower lip and lower cheek swelling, throat constriction and difficulty breathing was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.